Event description:
The crosser device and catheter was inserted. The device was pushed and collapsed. The tip of device fractured off. An attempt to remove the tip of the device was unsuccessful. The tip was left in the patient.